Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured beginning sept. 1999 physician communication (dated august 2007).

Event description:
It was reported that the pump was not functioning; black "sludge" was aspirated from the sampling port. There was no pt injury. No pt symptoms were reported. The pump was explanted. The pt status after pump explant was reported as "uneventful". The pump was used to deliver morphine and clonidine.